Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Therapy date- (B)(6) 2018. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that one of the holes has stripped threads. Damage is too severe for accurate gaging; all other holes were accepted. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown locking screw. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was something wrong with the threads of the fibular plate. During the procedure, the threads would not engage with the locking screw. No adverse events have been reported as a result of the malfunction.